Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to reposition the lead. The patient is receiving effective stimulation.

Event description:
It was reported the lead patient did not have effective stimulation, however; she was receiving unintended stimulation in her abdomen. Reprogramming initially resolved the issue. Follow up information identified the issue reoccurred and reprogramming was unable to resolve the issue. X-rays were taken. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.